Event description:
Pt resting in bed with nasal cannula and 2l running. Visitor entered room and bent down to kiss pt. The pt's oxygen and nasal cannula caught fire. Fire extinguished by staff. Pt had burns to face. Pt sent to burn unit as a precaution--pt's injuries were deemed superficial and she is awaiting transfer back to our facility. The fire marshall's report is pending. Dates of use: 2009. Diagnosis: fever, shortness of breath.